Manufacturer narrative:
(B)(4). Investigation: no information regarding the event was provided to assist with the investigation. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged injuries. No evidence to suggest a device failure. No conclusion could be drawn.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2007. The filter was placed by (B)(6) supplement at (B)(6) health - (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
A review of the compliant history and specifications was conducted during the investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, vena cava perforation, inability to retrieve device, pain, and embedment.". Cook will reopen its investigation if further information is received. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A device history record review could not be performed as the complaint lot number was not provided. Based on the provided information, [no product returned/inspection of returned product], and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: no selection to product problem (parent record updated from serious injury), no selection to malfunction (parent record updated from serious injury). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 04/18/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right jugular vein due to postoperative pe. As noted previously, plaintiff is alleging tilt, vena cava perforation, device is unable to be retrieved, pain, and embedded device. Patient alleges unsuccessful attempted retrieval on (B)(6) 2007.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Additional information received (B)(6) 2017: it is alleged in the pending lawsuit that pt suffers from tilt, vena cava perforation, the inability to retrieve the device and other: pain and embedment.